Manufacturer narrative:
The device was returned for evaluation. There were no issues found that would indicate the pod was not delivering insulin. There was no evidence that the cannula had become dislodged or that the adhesive pad was not adhered, but this could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016 , using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 27.0 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The customer¿s blood glucose levels started to rise on (B)(6) 2017, however, the customer was unaware of the cause. On (B)(6) 2017 the customer continued to experience elevated blood glucose levels when they noticed the adhesive had failed which resulted in the cannula dislodging from the infusion site. A new pod was applied about 8 hours after the event and manual injections were administered to treat the hyperglycemia. (B)(6).